Event description:
It was reported that the patient experienced erosion with their inflatable penile prosthesis (ipp). The erosion was at the pump site. The ipp was explanted and replaced with a spectra concealable penile prosthesis as a result. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.